Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device, other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturing representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an infection at the lead site. The patient was scheduled to have a percutaneous lead replaced with a paddle lead. When the surgeon opened the site of the anchor and noted the pocket was filled with purulent drainage. A culture swab was taken and the percutaneous lead was removed. Both the lead and culture swab were sent to the lab. The stimulator remained implanted and plugged in and the paddle was planned to be implanted after a round of antibiotics. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient currently only had one percutaneous lead and needed coverage on their other side. The manufacturer representative stated that the lead was explanted and sent to the lab for cultures. The lead was not going to be returned for analysis. It was unknown if the infection was resolved. No further complications were reported or anticipated.